Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a calcified lesion in the circumflex artery. During treatment, it was observed blood was backing up into the system and they were unable to properly purge the system. The oad was removed. Balloon angioplasty was performed, followed by a stent placement, to complete the procedure. Ex-vivo, the oad was tested in an attempt to determine the cause of the purging issue. It was indicated the saline pump was functioning as intended, however, when the oad was connected, purging was not possible. It was believed there was an obstruction within the oad. The patient was in stable condition. There was sufficient enough flow to avoid injury to the patient. No vasodilators or contrast was required during the procedure. The procedure was completed without complication and the patient remained in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported insufficient flow could not be determined. In this case, it is possible that the insufficient flow is due to a handing damage or an oad blockage. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a calcified lesion in the circumflex artery. During treatment, it was observed blood was backing up into the system and they were unable to properly purge the system. The oad was removed. Balloon angioplasty was performed, followed by a stent placement, to complete the procedure. Ex-vivo, the oad was tested in an attempt to determine the cause of the purging issue. It was indicated the saline pump was functioning as intended, however, when the oad was connected, purging was not possible. It was believed there was an obstruction within the oad. The patient was in stable condition.